Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30 serial # (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that during an implant procedure, the patient's lead displayed high impedances. The physician chose to leave the lead implanted. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Correction to f/u 1 MDR in field: it should have been ticked with yes, with return date of (B)(6) 2016 correction to f/u 1 of MDR in field: it should have been ticked no the returned devices were analyzed. Sc-2316-50, s/n (B)(4): visual and x-ray inspections found no anomalies except that the lead was cut during the explant procedure. There are exposed cables. The proximal end of the lead was not returned. Electrical tests could not be performed due to broken cables. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. (B)(4), lot 18769479: the clik anchor is intact and no parts of it are missing.

Event description:
A report was received that during an implant procedure, the patient¿s lead displayed high impedances. The physician chose to leave the lead implanted. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent the revision procedure where the lead and splitter were replaced due to suspected malfunction. The patient was receiving adequate coverage post-operatively.

Event description:
A report was received that during an implant procedure, the patient's lead displayed high impedances. The physician chose to leave the lead implanted. The patient will undergo a revision procedure wherein the lead will be replaced.